Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the sensor connector came off from the patient cable (with no pushing the release tab) when the patient (symptom of delirium) moved and the cables had unexpected pull force applied. At the time, the nurse found the spark between sensor connector and patient cable connector. There was no known impact or consequence to patient.